Manufacturer narrative:
Of the one allegations of a malfunction, pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge cap issue. These reports were received from various sources. The patients associated with this allegation was (B)(6) years old. Of the reported patients, one was a male.